Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during central processing, after use, during reprocessing at the cme, with the aid of a magnifying glass, the nurse noticed wear on the instrument's cable. According to field action guidance isifa2024-09-c, instruments removed from use. There was no report of patient involvement.